Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample processed on a modular pre-analytics system (mpa) and tested for multiple assays on a cobas 8000 ise module ((B)(4)) and cobas 6000 c (501) module. The affected results are from the following assays: ise indirect na, k, ci for gen.2 (na, k, cl), ca2 calcium gen.2 (ca), gluc3 glucose hk (glu), and tp2 total protein gen.2 (tp). The customer stated that two tubes were collected from the patient at the same time, a serum tube and a plasma tube. The plasma tube was processed on the mpa system and an aliquot of the plasma tube was made by the mpa. This plasma aliquot tube had erroneous results which were reported outside of the laboratory. The customer then pulled the primary plasma tube and primary serum tube to repeat. The results from both primary tubes matched each other. Refer to the attachment for the specific test data. The repeats performed on the primary serum tube were believed to be correct and corrected reports were issued. The samples were normal light yellow in color and no abnormalities were noted. The samples were not re-centrifuged between measurements. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The ca, glu, and tp reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He checked the mpa aliquoting and fluidics. The system was aliquoting within specifications. The customer declined service for the (B)(4) and c501 analyzers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided information, the issue is not related to the mpa system.